Event description:
A customer observed false negative hbsag results for multiple samples from a pt tested on the vitros eci analyzer three days in 2007. An alternate method yielded positive results for hbsag. False negative results could result in inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the eci analyzer was operating as expected during the time of this event. The pt sample was sent for hbv dna testing which also yielded a positive result. The false negative hbsag results were confined to a single pt and are consistent with the presence of a mutant strain of hbv.